Event description:
It was reported that a balloon burst occurred. The 95% stenosed target lesion was located in the calcified superficial femoral artery (sfa). A 6x200mm, 150cm ranger was selected for use. During the procedure, the balloon burst before it was inflated to the nominal bar. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Manufacturer narrative:
A2: age at time of event: 18 years or older. D4: lot number- corrected from 07505h22 to 10242h22. D4: expiration date: corrected from 9/12/2024 to 12/07/2024. H4: device manufacture date: corrected from 09/13/2022 to 12/08/2022. Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure. The balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that a balloon burst occurred. The 95% stenosed target lesion was located in the calcified superficial femoral artery (sfa). A 6x200mm, 150cm ranger was selected for use. During the procedure, the balloon burst before it was inflated to the nominal bar. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.